Event description:
The dealer received a letter from an attorney stating the consumer attempted to get into the wheelchair when the chair allegedly malfunctioned, causing her to fall and break her hip.

Manufacturer narrative:
Chair is nearly 8 years old and no longer in warranty. The attorney letter suggests the chair has not been properly maintained. Current user guide covers this area. Device maintenance history is unknown. MDR filed based on alleged serious injury to user. No confirmation of alleged injury has been received. Product has not been returned for evaluation so malfunction has not been determined. MDR filed as a conservative measure.